Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the knife was not as sharp compared to other knives of the same type. An alternate knife was used to proceed with the case. There was no patient harm.

Manufacturer narrative:
One opened knife was received in a blade protector tray for the report of not sharp, however the blade was not protected. The returned sample was visually inspected and was found non-conforming with a damaged cutting edge. Penetration and sharpness testing could not be performed due to the damage of the sample. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. (B)(4).

Manufacturer narrative:
No sample has been returned for evaluation for the complaint of dull blades; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore the root cause for the customer complaint issue could not be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Defects, such as dull and damaged cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).